Event description:
The pt reported in 2007 that her infusion device was making an abnormal sound during bolus delivery. She programmed a 4 unit bolus during the report for the company representative to hear the abnormal noise. The company representative was not able to hear the noise described by the pt. The pt did not disconnect from the infusion device before programming the bolus. She immediately ate a peanut butter sandwich to keep her blood glucose form becoming too low. The company representative asked the pt several times during the report how she was feeling. She stated she was feeling sweaty but she would be "okay." The pt stated that she would like for her infusion device to be replaced. Upon follow up later on the same day, the pt stated that her blood glucose had increased and she was feeling better. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.